Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient had a fall when the patient went to lean against a hand rail; the rail was rusty and it broke. The patient landed on his back and he believed that he might have landed on his implantable neurostimulator (ins). Since the fall, the ins didn't always work, it will come and go, sometimes the patient felt a shocking sensation, and it felt like the leads and ins were moving around. The rep noted that they will interrogate the system as soon as they could locate a doctor for the patient. Surgical intervention did not occur, and it was unknown if it was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018: additional information was received from a manufacturer representative (rep) on (B)(4) 2018. It was reported that the patient¿s implantable neurostimulator (ins) was still having problems and working intermittently. The shocking sensations were also not resolved at the time of the report and the loose or migrated ins issue had not been resolved. Lastly, the patient noted that they have not been informed yet of a possible revision ate. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient fell and broke his lead and as a result had a shocking sensation. The rep reported that the patient was to have a revision in 2 days, but he had a fever, thus surgery may take place on (B)(6) 2018 instead. No further complications were reported.